Event description:
It was reported that an infusor had a ruptured bladder. This issue occurred during filling, which was done manually with a syringe. The customer reported that the device was first filled with 20cc saline and then the bladder ruptured when 5cc of fluorouracil was added. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the rupture was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was received and visual inspection identified a ruptured bladder in a non-footing position. The sample was then microscopically examined, which identified markings on the exterior surface of the bladder, near the rupture line. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.